Event description:
It was reported that the leadless implantable pulse generator (ipg) device experienced an electrical reset which correlated with when the patient was hospitalized and had a x-ray performed. The reset was cleared. The device remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.